Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
A customer contacted beckman coulter inc., (bci) regarding patient results generated by the coulter act diff 2 analyzer that did not match results obtained at the hospital. It is unknown what parameters were affected or the exact date the erroneous results were generated. Erroneous results were reported outside the lab. The patient specimen was sent to a reference lab and there was no change to patient treatment.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the posterior cuff was still loaded on the foot and the link was still attached to the cuff. The anterior cuff was engaged to the anterior needle tip. There was no needle strike mark on the foot. Based on the evidence found on the returned device, the posterior cuff was missed and the reported event was confirmed. During plunger removal the link was pulled from the anterior cuff and was a direct result of the posterior cuff miss. During the investigation, the plunger was inserted to test the needle trajectory, needle depth, and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected. Review of the device history record for this lot did not produce any findings relevant to this report.